Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that the patient just had a cervical fusion and did not feel her stimulator and it did not feel like it was working as before. However, it was noted that the patient lost therapy prior to the surgical procedure. The patient thought she needed the system reset. It was also reported that the patient had a MRI for a recent leg fracture. The patient was to be released from the hospital the day after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00ee6, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).